Event description:
The patient reported that her implantable neurostimulator "is no longer working." No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.